Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review was requested for left ventricular (lv) pacing inhibition. A boston scientific technical services consultant reviewed the atrial and lv electrograms (egm) and identified the as falls very close to the small blip on the lv egm. The device is sensing (oversensing) this, and the left ventricular protection period (lvpp) subsequently inhibits the bi-ventricular pace in the lv. The consultant provided several programming options. The device remains in service and no adverse patient effects were reported.